Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (does not recognize te connection) has been confirmed. Upon investigation, the monitor was unable to properly recognize therapy electrode connection. The failure was isolated to contamination on multiple components of the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to recognize te connection.